Event description:
Complainant alleged that during training by facility staff the device displayed "status 66" and "status 104" messages. Complainant indicated that there was no pt involvement in the reported malfunction.